Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow-up with vf episodes, high capture threshold was observed. Dislodgement was observed via x-ray. The lead was explanted and replaced. The procedure was completed with no adverse consequences to the patient.